Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s daughter reported that the patient was not feeling too well. The patient was traveling out of the country and the implantable pulse generator (ipg) device stopped working. No additional information could be obtained through follow-up with the clinic. The device remains in use. No further patient complications have been reported as a result of this event.